Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was not returned for analysis. Additional information was requested on how stent detachment occurred, however no response was received. The balloon cone profiles and balloon main body were reviewed and it was noted that the balloon folds were damaged at the proximal end. The damage may have occurred when the stent dislodged from the balloon. Crimp markings were evident across the length of the balloon wall indicating crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination of the outer and mid-shaft section found no issues with their shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-jul-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the left anterior descending (lad) artery. After a non-bsc guidewire crossed the lesion, predilation was performed with a non-bsc balloon catheter. A 3.00x32mm promus element plus drug-eluting stent was then advanced to treat the lesion but failed to cross. Dilatation was done again at high pressure but still the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.